Event description:
As reported in the sept 2007 edition of the j invasive cardiology journal, four yrs after percutaneous coronary intervention in the mid left anterior descending artery (lad), the pt presented in cardiogenic shock with an acute anterior myocardial infarction, and he was again taken immediately to the catheterization lab. There was an acute sent thrombosis in the proximal-mid lad. The pt required endotracheal intubations on the table for agitation and homodynamic instability. This pt initially presented with an anterior myocardial infarction (mi). Primary pci was performed on the mid-left anterior descending artery (lad). The lesion was treated with a 3.0 x 18mm cypher stent and balloon angioplasty was performed on the moderate-sized jailed diagonal. The pt's hosp course was uneventful. His ejection fraction was 40% with apical akinesis. He was discharged on 325 mg of aspirin, 7 mg of clopidogrel, as well as a 3-month course of warfarin. Clopidogrel was discontinued at 12 months.

Manufacturer narrative:
Please note that this device is not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt.